Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0kk2m, implanted: (B)(6) 2014, product type: lead. Date of event is estimated.

Event description:
A company representative (rep) and a healthcare provider (hcp) inquired about possible explanation for why impedance was normal even though lead was disconnected. It was indicated that xray confirmed that two of the lead contacts were out. The lead and extension connection were being in question although this was not reflected in impedances. The x-ray looked like there were 2 contacts outside of the extension. Hcp stated a few months ago, while operating on patient, that he pulled on the lead and there was zero resistance which told him the lead was not connected as result. Hcp confirmed that the lead to be disconnected since there was zero resistance when he pulled on the lead. Hcp was in the or (operation room) to revise the system on the day of this call. Rep also reported that hcp replaced lead, extension and ipg ( implantable pulse generator) . The lead was definitely disconnected during the surgery. Hcp replaced lead, the extension and ipg and connected it all. The indications for use for this patient were essential tremor and movement disorders

Manufacturer narrative:
Analysis of the extension found no significant anomalies. The outer insulation of the extension body was melted. Analysis of the lead found the conductors of the lead body were broken within 10 cm of the connector area. All conductors were broken 3.3 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.